Manufacturer narrative:
(H3) the reason for the revision reported may have been due to wear of the tibial insert and patella component, as stated in the experience report. However, the reported event could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
Approximately 5 years after initial left tka, the patient was revised due to wear on the patella and tibial insert. The patient was not revised to exactech devices. The event was not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-010-04-0240 - logic cr femoral por, left, sz 4, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-32 - threaded pin size 3.0 collarless, (B)(6), a10012 - gps implant kit v2.